Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was unresponsive and stopped all insulin delivery. The customer's blood glucose levels ranged from 188-220 (mg/dl). It was reported that the customer would use manual injections as alternate insulin therapy.